Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that both of the patient's ins's stopped working for them. The caller did not know if it was due to normal battery depletion. The patient has made an appointment with their surgeon, and was inquiring how to get a manufacturing representative there for the appointment. No further complications were reported or anticipated.